Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 450 mg/dl. The customer states the insulin leaking out from infusion set. The customer was advised to change the set with issues. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.